Manufacturer narrative:
The recipient is reportedly doing well.

Event description:
The recipient reportedly experienced an infection at the implant site and device extrusion. The recipient presented with granulated tissue surrounding the device. The recipient was treated with ciprofloxacin. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient will reportedly not be reimplanted. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.